Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that after the system was powered down, the interface cable was removed, waited 60 seconds, and reconnected the interface cable, the system booted normally. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar t4/t5 fusion procedure. It was reported the system was unable to get past the boot up stage. It was discovered a third-party company was doing testing with their pioneer navigation in the morning of the case, and the machine was left powered up after testing was finished. The use of imaging and navigation was aborted. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.